Event description:
The advocate stated the customer received blood glucose readings of 400, 500 and 600 mg/dl from her breeze2 meter and a reading of 100 mg/dl from another breeze2 meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.